Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the impedance issues was unknown. The patient¿s weight was unknown. The patient was getting scheduled for a lead revision. No further complications were rep orted/anticipated.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient lost therapy on their left side but was still receiving therapy on the right side. The representative stated the lead config was 2x4 and was correctly entered in the physician programmer as such. The loss of therapy on the left side was not prompted by any specific event. The impedances were in the 20000 range for the 0-3 electrode pairs (left side). Current programming was 3-2+ @ 22413 ohms and 67 was programmed @ 1213 ohms. No further complications were reported/anticipated.